Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specs. One retention sample coated on the same date and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso (B)(4). The test result indicated a value well within product specs. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.

Event description:
After an aortic arch replacement surgery performed on (B)(6) 2014, a large amount (50ml per day) of clear body fluid drainage was noticed from the pt chest. No fragment is available for eval. The pt has left the hospital on (B)(6) 2014.